Event description:
Hospitra gemstar alert - damage from battery leakage may cause the device to shut off without warning. We did not have this happen with our pumps, but will send in 10 pumps for internal battery replacement. Our pumps are 1 to 12 years old and every one older than 3 years old will be sent in for battery replacement.======================manufacturer response for epidural/pain pump, gemstar infusion system battery (per site reporter).======================pumps 3 years or older will be sent in for internal battery replacement.